Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, lead dislodgement and loss of normal sensing and pacing was observed on the ra lead. Lead repositioning was performed. Lead remains implanted. Patient was stable and discharged.